Event description:
It was reported that during follow-up, the pulse generator could not be interrogated. The patient had not presented to a previous follow up. No patient symptoms or intervention were reported.